Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm transcatheter valve was implanted inside a disabled 29mm mitral valve in the mitral position via valve-in-valve procedure. The reason for valve-in-valve intervention was due to severe mitral stenosis and moderate regurgitation secondary to structural valve deterioration. Transesophageal echocardiogram confirmed the findings of heavily calcified mitral valve prosthesis with very limited mobility of the valve. The implant duration of the disabled 29mm valve at the time of the valve-in-valve procedure was nine (9) years, seven (7) days. Both devices remain implanted. The patient was also reported to have an aortic prosthesis that is functioning well. No complications were reported. The patient was transferred to the intensive care unit (ICU) in stable but guarded condition. The patient was discharged home in stable condition.